Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The delivery pusher was returned for evaluation with the implant detached. The implant was reported to be within the aneurysm. The delivery pusher tested and did not meet electrical continuity specification. Evidence of torquing was visible. The root cause cannot be determined. The user indicated the device passed the pre-test for electrical continuity. (B)(4).

Event description:
Coiling treatment was conducted of an aneurysm. Attempts were made to detach the coil unsuccessfully. The physician chose to wait approximately 13 minutes for the coil to swell (expand), then pulled the delivery pusher proximally within the microcatheter until the coil detached from the delivery pusher. The coil detached in the desired location. No additional intervention was performed. Additional coils were deployed without difficulty. No injury was reported with the patient as a result of the procedure. The patient was reported to be discharged.